Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: (B)(4). Lot number b72575, production date 23-sep-2013, expiration date 30-sep-2016. As of 28-may-2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. As reporter complaint: release difficulty with the release button. Difficulty pushing the insert leading to random release of the insert which was not deployed: IFU steps were not completed (final rollback was not executed), button difficulty is defined as an event in which the physician is either unable to successfully depress the button after performing rollback to the initial hard stop due to very high resistance, or able to successfully depress the button after rollback to the initial hard stop, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a button difficulty event. The most likely root causes are the physician failed to fully complete initial rollback to the hard stop location, or a component inside the catheter handle has suffered deformation and is restricting movement of the button. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect of device malfunction at this time. The possibility of a button difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the physician had difficulty with the release button. The insert was not deployed after removal of delivery catheter and insertion led to tubal migration of the insert. According to follow up information, revision was performed via laparoscopy for removal of the insert. Partial bilateral salpingectomy was also performed. The reported event, regarded as a device deployment issue, is listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case, the physician had difficulties during essure placement and the device migrated into the tube. Although the exact location of the insert was not specified (unclear if device migrated to distal fallopian tube or to peritoneal cavity), considering the event occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. Previously, this case was not regarded as incident. Upon receipt of follow up information, it was informed an intervention was required to remove the devices, therefore, this case was upgraded to incident. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(6) on 16-mar-2016. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number b72575, inserted in (B)(6) 2015. During insertion procedure the physician had difficulty with the release button. The insert was not deployed after removal of delivery catheter and insertion led to tubal migration of the insert. Intervention was stopped. The physician reported that there was no security with the material used. Follow-up received on 24-mar-2016: information received states that, following tubal migration of the insert, revision was performed via laparoscopy for removal of the insert. Partial bilateral salpingectomy was also performed. No further information was expected to be provided. Correction performed on 24-mar-2016 following company internal quality review the field update to initial report was ticked on EU/ca tab in product's tab. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the physician had difficulty with the release button. The insert was not deployed after removal of delivery catheter and insertion led to tubal migration of the insert. According to follow up information, revision was performed via laparoscopy for removal of the insert. Partial bilateral salpingectomy was also performed. The reported event, regarded as a device deployment issue, is serious due to medical importance and required intervention and listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case, the physician had difficulties during essure placement and the device migrated into the tube. Although the exact location of the insert was not specified (unclear if device migrated to distal fallopian tube or to peritoneal cavity), considering the event occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. Previously, this case was regarded as non-incident. Upon receipt of follow up information, it was informed an intervention was required to remove the devices, therefore, this case was upgraded to incident. Product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.